Event description:
It was reported that the crown on implant site #19 was loose and after evaluation, it was determined that the collar was broken on the implant and it was removed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient weight unknown / not provided. Date of event unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. H6: type of investigation codes were updated: 3331, 4109, 4110, 4111. H6: investigation findings code was updated: 3252. H6: investigation conclusion code was updated: 4307. H10: narrative/data was updated. One imp,tsv,mcol mg,3.7mm,10m (tsvmb10) was returned for investigation. Visual evaluation of the returned implant revealed that two (2) portions of the implant were returned. Unable to identify implant due to as-returned condition. Fracture(s) identified at threads and vertically. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot 62711654 had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot number 62711654 for similar events and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event (fracture). However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are parafunctional habits of the patient over the implantation period ~ (7) years and six (6) months. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information was received at the time of this report.